Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, when the insulin gauge displayed that the cartridge was fully depleted, the customer withdrew approximately 80 units of insulin from the cartridge. Additionally, air was not being removed from the cartridge prior to filling it with insulin. Blood glucose level was approximately 400 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.